Event description:
Patient presented to the physician with ongoing mouth pain and incision site irritation and pain. Physician brought the patient into the operating room and removed the entire inspire system.